Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown trident poly liner. Additionally, an unknown v-40 36mm head was reported. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Infected joint .wash out.swapped poly liner and head.